Manufacturer narrative:
Update: h4 - device mfg date updated from blank to 3/3/2012 the complaint investigation for falsely elevated chloride results included a search for similar complaints, review of the complaint text, trending data review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A search for similar tickets by lot number found no other compliant activity for lot 31950un23 for this issue. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, or deviations with the complaint lot and complaint issue. File samples were not tested because the sample was retested using the same lot of reagent and gave acceptable results. In addition, quality control was performing as expected, indicating the assay is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6), or the ict diluent, lot 31950un23, was identified.

Event description:
The customer observed falsely elevated chloride results generated on the architect c16000 for a patient sample. The following data was provided (reference range 98-107 mmol/l): sample ID (B)(6)initial result = 129 mmol/l, repeat = 97 mmol/l, repeat 10x = 108 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated chloride results generated on the architect c16000 for a patient sample. The following data was provided (reference range 98-107 mmol/l): sample ID: (B)(6) initial result = 129 mmol/l, repeat = 97 mmol/l, repeat 10x = 108 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.